Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. This is 1 of 2 allegations of intermittent audio output . The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
It was reported that intermittent audio output occurred. The distributor reported that the patient experienced intermittent audio output while using the dexcom g6 ios application during two separate incidents, once in august and another time during some point earlier this year. The provided incident date range is an approximation as the date of the earlier incident is unknown. According to the reporter, during the earlier incident, the patient experienced a hypoglycemic event (no specific symptoms reported) but did not receive an alert from her cgm (continuous glucose monitor) despite her low alert threshold being set to 3.5 mmol/l. The reporter stated that the ambulance had to come to the patient's home and administer glucose to her intravenously. No further treatment was reported, and the patient did not require transportation to the hospital. During the incident in august, the patient had reportedly checked her cgm before getting into her vehicle and saw that it read 4.7 mmol/l. Then, while she was driving, the patient suffered from a hypoglycemic event and developed symptoms of restlessness, "strangeness in the head," and eventual loss of consciousness. As with the first incident, the patient did not receive an audio alert from her cgm warning her of low glucose levels during this time despite her low alert threshold being set to 3.5 mmol/l. The reporter stated that the patient required help from an ambulance but did not specify what type of treatment specifically was administered. The patient was doing fine at the time of contact. Dexcom distributor tried to follow up with the reporter for more information, but they were unable to contact. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.